Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported tha on (B)(6) 2014 that an anticipated veptr lengthening procedure became a revision because the implant had migrated outside of the ribs. During the revision, the cap holding forceps had lots of torque or force placed on the instrument and the tip broke off. No delay reported and the tips were retrieved. A similar device was used to successfully complete the procedure. The patient was a female (B)(6) with severe kyphosis. She had a veptr placed; original surgery date unknown. On (B)(6) 2014, the patient was due to have a lengthening procedure done. Once patient was brought to the operating room, it was noted that the veptr had migrated out of the ribs. The rib was cracked (location unknown). The surgeon disassembled the cradle construct and replaced/explanted some of the construct. The ribs were fused to create a channel. During the revision the cap handling forceps broke. The tip was easily retrieved. Operation was only delayed a minute or two. Patient is recovering. The explanted parts were thrown out. The implant construct stayed intact. The cap handling forceps have been returned for investigation. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation reports the device returned for inspection with the rib hook cap holder sheared off at the tips. An -e- is carved in near to the pivot pin on both sites. The tips were not received for evaluation. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.